Event description:
During dialysis treatment, pt's venous return needle became partially disengaged from her graft allowing blood loss to occur. Pt had respiratory arrest. Code blue called and resumed spontaneous respirations after being assisted with bagging for 2 breaths. Fluid volume replaced with saline. Albumin and prbc's. Discharged home after treatment. Machine did not alarm. Problem thought to be related to taping procedure and inadequate tightening. Contacted MFR regarding alarms.